Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) underwent office cystoscopy after presenting with pain and difficulty urinating. During evaluation, it was discovered that a second cuff component from a prior explant surgery had been left behind and had eroded into the urethra. A surgical procedure was performed to remove the retained cuff. No further patient complications were reported.